Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected battery alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It is reported that the patient's insulin pump's buttons are unresponsive and there is a battery failure alert. Patient's blood glucose level is 89mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.